Event description:
A ventilator allegedly failed to detect and alarm for a low pressure condition that resulted when the breathing circuit's exhalation port tubing became disconnected from the ventilator. The pt undergoing ventilatory therapy reportedly was found expired when the low pressure condition was identified. The facility where the event occurred has requested an on-site eval of the device by the MFR. A f/u report will be filed when the MFR's eval is complete.

Manufacturer narrative:
The device was not returned to the MFR for eval.